Manufacturer narrative:
The pump was returned for evaluation and no exterior damage was seen. The catheter did not have any kinks, nor did the purge sidearm have any damage. The catheter jacket was opened over the motor end cap to visualize the purge lumen and blood was confirmed. The data logs were reviewed and showed that there were two kink situations that occurred, with the last causing blood to ingress. In each of these events the purge blocked alarm was severely delayed. Thus the root cause of the pump stop was blood ingress, exacerbated by a delayed purge blocked alarm.

Manufacturer narrative:
The impella 5.5 pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) year old black or african american male patient had impella 5.5 pump inserted through the axillary artery. The pump stopped while patient was on support, patient had to be taken to the operating room (or) for pump removal and replacement through axillary graft.